Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was over 500 mg/dl and the customer fell. The customer went to the emergency room (ER) for a concussion. The customer was given keplex for cellulitis. After a couple of hours, bg was 390 mg/dl and upon leaving the ER, bg was approximately 300 mg/dl. The customer was in ¿normal¿ condition. The cause of the event was reported to be related to the customer not managing diabetes well. The customer does not treat elevated bg with insulin but stops eating and waits for bg to lower.